Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Customer alleges a trsx5 chair has a defect because the h block with socket cup is being easily broken.